Event description:
A renegade catheter was used for therapeutic purpose. During the procedure, a kink developed at the strain relief. At a later date, it was discovered that the catheter was fractured after the strain relief. There were no complications or intervention reported with this event.